Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1900681 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during gastrectomy op, customer tried to pre-test but the function does not work and jaw is not opened clearly so clip stuck at the jaw.

Event description:
It was reported that during gastrectomy op, customer tried to pre-test but the function does not work and jaw is not opened clearly so clip stuck at the jaw.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. A clip with a broken hook was stuck in the bent rotation tab. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip became stuck in the bent rotation tab. A broken hook fell out of the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from properly loading into the jaws. The sample was received with 11 clips remaining including the partially loaded clip, indicating that 4 clips were fired by the end user. A CAPA has been opened to further investigate the clip stacking issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a CAPA has been opened to further investigate the clip stacking issue. The reported complaint of "jaws not opening completely" was not confirmed based upon the sample received. However, a defect was found. Upon functional inspection, the next clip was unable to properly load as it got stuck in the bent rotation tab. It was found that the clips were out of position and stacking on one another which prevented the clips from loading properly. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.